Event description:
The customer reported to olympus that the connecting tube broke at the gray tab. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was found that both metal clips and lock levers were missing and detached on both sides from the blue plastic connectors. Additional observations included scratches outside of the tubes, scratches on the metal connectors, knicks/scratches on the blue plastic connectors and evidence of white spots inside the tubes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the manufacturing date of the device is unknown, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the cause of the reported ¿lock lever of the cleaning tube connector came off¿ issue was confirmed. The root cause of the damaged lock levers could not be determined, however, this issue was found to likely be the result of an external load applied to the cleaning tube, making it impossible to connect. An external load on the irrigation tube may be caused by the user applying force in the wrong direction. The event can be prevented by following the instructions for use which state: ¿abnormalities can be detected by conducting the following inspections: 9 preparation and inspection: 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the issue occurred during reprocessing and there was no procedural or patient impact.

Event description:
The issue occurred during reprocessing and there was no procedural or patient impact.